Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, customer performed a pump reset prior to contacting tandem technical support (cts) which resolved the issue. Although the touchscreen was initially unresponsive, during troubleshooting with cts, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 346 mg/dl.